Event description:
New information received notes that the patient exhibited shortness of breath, fatigue, and discomfort from chest pain due to lack of atrial-ventricular (av) synchrony caused from the deactivated lead. The patient's atrial lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, interrogation of the device revealed that there was no atrial sensing or capture. An x-ray confirmed that the atrial lead had become dislodged. The pacemaker device was reprogrammed to turn off the atrial lead. The patient was stable before, during, and after the event.